Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73l1500348 investigations did not show issues related to the complaint. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler appears typical. The staples appear aligned properly. No defects or anomalies were observed. The stapler is used. There are 7 staples remaining in the stapler indicating that the end user fired 28 staples. A functional and simulated inspection was performed by engaging the trigger using hand pressure and insertion of staples into a foam pad. The stapler functioned with no issues found. No defects were found. Other remarks: the IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned sample. The reported complaint of stapler not functioning could not be confirmed based upon the sample received. The stapler returned was found to have no visible defects and passed all functional testing performed. The stapler functioned typically with no evidence of jamming. A device history record review was performed on the stapler with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. The manufacturer will continue to monitor and trend related events.

Event description:
Reported event: the staples stuck in the stapler. The patient's condition was reported as fine.